Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an bolus unavailable via the tandem mobile app and was directed via app messaging to deliver a bolus via the pump. However, the customer did not request a bolus via the pump. The customer then experienced an elevated blood glucose level of "high", although specific value was not provided. The customer ultimately delivery a bolus via the pump to address the elevated bg. Tandem technical support educated the customer on the meaning of the app notification and the bolus workflow.